Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that sponsor assessment was reported to be not related to the medtronic device or procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced a stroke. This adverse event (ae) led to a new hospitalization from (B)(6) 2025. This ae resulted in the patient being given thrombolytic medication. This ae did not result in treatment with a blood transfusion, percutaneous intervention, or surgical procedure. The outcome status is recovered/resolved with an outcome date of (B)(6) 2025. Ae did not result in diagnostic procedure or tests being performed. The event occurred post-procedure and was not related to the disease under study. This event did not result in a new or worsening of existing neurological deficits and did not result from a device deficiency. The patient was admitted to osh (outside hospital) for stroke like symptoms. The site assessed this event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. The site assessed this event as not related to the antiplatelet medication, procedure, or device. The sponsor assessment was "result: yes" source documents have been requested. The patient was undergoing surgery for treatment of a saccular, left internal carotid artery (ica) c7 sidewall aneurysm with a max diameter of 3.5 mm and a 3.5 mm neck diameter. Aneurysm dome height was 3.2 mm. Aneurysm dome width was 3.5 mm. Parent artery diameter distal to aneurysm was 3.3 mm. Parent artery diameter proximal to aneurysm was 3.2 mm. There was no stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The occlusion (raymond and roy) at the end of the procedure was class 3. The access vessel was the right femoral artery. The device was successfully implanted in the patient and complete wall apposition was achieved. No side branches were covered by the pipeline. There was no device flattening or twisting. The patient's medical history includes hyperlipidemia. Aneurysm symptoms included localized headache. Patient is a current cigarette smoker.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reporting both the site and study sponsor assessments of the post-operative stroke event were updated to conclude the stroke could possibly be related to the implanted pipeline device and/or antiplatelet medication.